Event description:
Dial filled up with blood and would not work.======================manufacturer response for hologic abalation, (brand not provided) (per site reporter).======================notified rep by email.